Event description:
It was reported that the patient experienced inadequate stimulation due to frequent charging of the spinal cord stimulator (scs) system implantable pulse generator (ipg) and underwent an ipg replacement procedure. The patient is doing well post operatively, and the device will not be returned for analysis as it was disposed of per hospital policy.